Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in leaked. The following information was provided by the initial reporter: "material presents leakage during procedure; it presents a fissure in silicon part, leading to the medication leakage prior it reaches the bloodstream." Device presents leakage during procedure. Material has been discarded due to contamination risk. Leakage located in catheter.

Manufacturer narrative:
The following field has been updated due to additional information: b.5. Describe event or problem: it was reported that bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in leaked. The following information was provided by the initial reporter: "material presents leakage during procedure; it presents a fissure in silicon part, leading to the medication leakage prior it reaches the bloodstream. Device presents leakage during procedure. Material has been discarded due to contamination risk. Leakage located in catheter."

Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9238939. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in leaked. The following information was provided by the initial reporter: "material presents leakage during procedure; it presents a fissure in silicon part, leading to the medication leakage prior it reaches the bloodstream. Device presents leakage during procedure. Material has been discarded due to contamination risk."